Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap gastric sleeve procedure, after loading the handle and the adapter of the device, the reload was attached during the calibration, it was articulating on its own. After it stopped they took the reload to office and they tried it again and it would go left when pushing the button to articulate right and would go right when pushing the button to articulate left.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. No visual abnormalities were noted. The eeprom was uploaded and indicated 10 autoclave cycles for the adapter. A pmv representative sulu was inserted onto the adapter with a pmv idrive handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.